Event description:
It was reported from (B)(4) by the vad coordinator that this patient had her controller yesterday due to no sound. She is back today with the same issue. The issue was confirmed. The controller was exchanged again today with no effects on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Controller has not been received.

Manufacturer narrative:
Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller passed visual and functional testing. System testing did not indicate any abnormal operation with the alarms audio. All alarms worked as expected. Loudness and pitch were comparable to known working controllers and were within the specification of 79 db to 100 db at 1 meter. Low alarm for missing battery was comparable to known working controllers, alarm gets louder after 5 minutes if not muted. The reported event was not confirmed. The device was related to the reported event. All testing revealed that the device met specification. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.